Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic. Interrogation of the device revealed that the right ventricular lead was capturing intermittently at maximum output. Additionally, the sensing amplitude had decreased slightly. The lead was capped and replaced on (B)(6) 2021, and there were no patient consequences noted.